Manufacturer narrative:
Additional information: according to the information received from the field explantation is planned due to affected channels. However, despite requested neither in situ measurements not further information has been received. A root cause for the affected channels cannot be determined.

Event description:
Affected channels have been reported. The user will be explanted due to affected channels.

Event description:
Affected channels have been reported. The user will be explanted due to affected channels.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.